Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/9/2023, it was reported by a sales representative via email that an ar-3653ttsp knotless 2.6 fibertak rc sutures were frayed. When the surgeon pulled on the sutures, the repair stitch fell out. The case was completed without the medial mattress configuration. This was discovered during an rcr procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, pulling the suture strands again hard bone and/or instrument. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.